Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that two fluid leaks were discovered on the inside of the cassette door of the liberty select cycler. The patient contacted fresenius to report the fluid leak that occurred during treatment. The cycler alarmed multiple times with an m31 air detected in cassette alarm during dwell 1 of 6 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area. The second leak occurred during step 5 of setup. The patient was not connected. The patient was advised by fresenius technical support not to use the cycler for the night and to contact the peritoneal dialysis registered nurse (pdrn) for alternative treatment. Additional information was obtained from the pdrn. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The cycler remained with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that two fluid leaks were discovered on the inside of the cassette door of the liberty select cycler. The patient contacted fresenius to report the fluid leak that occurred during treatment. The cycler alarmed multiple times with an m31 air detected in cassette alarm during dwell 1 of 6 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area. The second leak occurred during step 5 of setup. The patient was not connected. The patient was advised by fresenius technical support not to use the cycler for the night and to contact the peritoneal dialysis registered nurse (pdrn) for alternative treatment. Additional information was obtained from the pdrn. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The cycler remained with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.